Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal gastrectomy and the functional surgery of the large intestine, for the 8th firing, a reload was loaded to the handle however upon checking, the jaws could not be opened/closed. Attempted for the second time, but no avail. The event occurred during the procedure, but the product was not used for patient. Replaced by a new reload to complete the case. No patient injury.